Event description:
It was reported that the rod persuader got jammed up and the locking cap got damaged. This incident happened on during a l5/s1 plif using a matrix degenerative trial set. The patient had a spondylolisthesis at l5/s1 and the doctor decided to use the persuader to reduce. The first side worked with the locking cap catching immediately and the persuader releasing without a problem. On the second side however he could not get the locking cap to sit into the screw head and decided to remove the persuader to investigate. The persuader blocked and could not be removed with the correct technique applied or with the help of a distractor to force the instrument apart. After several tries and the use of excessive force the assistant managed to release the persuader. The doctor then tried again after cleaning around the screw head t get a better fit with the persuader. The second time he could not even reduce the persuader probably because the screw head got damaged during the first try. The persuader then blocked again and could only be removed after several tries with excessive force. Consultant then advised him to remove the cranial locking cap and rod and replace the standard screw head with a reduction head to reduce the spondylolisthesis. He managed to replace the screw head without big issues and was satisfied with the way the reduction worked out. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.